Event description:
It was reported the lead displayed an increase in and high thresholds, as well as, fluctuating and high impedance. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix fully retracted and tissue visible inside, the helix has jumped over the guide tooth., helix won't extend. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.